Event description:
A malfunction alarm with code malf 16 was reported by a customer, but there is no information regarding any adverse impact on the customer's blood glucose level. Technical support confirmed that the pump was within warranty and informed the customer that it needed to be replaced. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy. Technical support replaced the pump, confirmed the shipping address, and instructed the customer to deplete the battery before returning the malfunctioning pump to tandem within 10 days using a pre-paid label and return box.